Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n114500, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j10845r60, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The pump previously contained morphine, but the drug was switched to something else. The other drug did not help. The drug was changed in 2013. The pump was subsequently removed because the patient had trouble finding someone to service it. Additional information was requested from the patient regarding the name of the managing healthcare provider (hcp) at the time of the event.